Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device was dropped and now etco2 was not working. There was no reported patient involvement.